Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 146mg/dl, and their sensor reading was 149mg/dl. The sensor and blood glucose readings were found to be within the acceptable range. The customer states the device has gone into threshold suspend. The customer states having had a bent cannula before. Troubleshoot was conducted. The customer will be monitoring the device under the parameters provided during troubleshoot. The customer was informed of differences between sensor readings blood glucose readings. The customer was informed on powering off the threshold suspend. The customer was informed on proper insertion sites and techniques. The device was found to be operating as designed. The customer is being sent out replacement sensors.